Event description:
Information received does not address the patient's clinical status but notes that the patient was seen after a trans- telephonic monitor follow-up noted a lower rate violation. Interrogation revealed dashes (---) for multiple parameters and a high current drain. Reprogramming, return to standard and emergency vvi did not alleviate the dashes. A micropro- cessor verification was done november 1998, but based on the need for a second verification, the device was explanted.